Event description:
The reporter stated the surgeon implanted an 12.5mm icm125v4 implantable collamer lens in 2009 in the pt's left (os) eye. The lens was explanted at about 9 days later, due to inadequate vaulting.